Event description:
Clinic notes dated (B)(6) 2013 note that the patient underwent generator and lead explanted in 1999 due to becoming apneic and bradycardic at night when the generator stimulated. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Reporter indicated that physician plans to explant patient's device due to sleep apnea.

Event description:
Reporter indicated via clinic notes received that the patient desired to be reimplanted with the vns again for her seizures, as she had good efficacy in the past. The operative note from the previous (B)(6) 2001 vns explant surgery was received to the manufacturer, documenting that the generator and lead were explanted. The electrode portion was left in the patient when the lead was cut. The patient also had a scar revision of the vns generator site incision. Prior to the surgery, the patient had emesis of gastric contents, and anesthesia was switched from mac to endotracheal airway and the emesis was evacuated from the airway. The patient did not have any adverse events as a result of the emesis and the surgery proceeded without incident. The patient recently was reimplanted with a new vns generator and lead on (B)(6) 2013.